Event description:
It was reported that the patient presented to the electrophysiology department (ER) with diaphragmatic pacing. An X-ray was performed and revealed that the right ventricular (RV) lead had perforated into the diaphragm region. The RV lead was deactivated, and diaphragmatic pacing stopped. A surgery was performed to reposition the lead back into the right ventricular, then RV lead was explanted and replaced with a new lead. The patient remained stable before, during, and after the procedure.